Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 13-apr-2023. The device evaluation was completed on 24-may-2023. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. A screening test was performed, and the device was visualized and recognized correctly; however, an ablation cycle was intended but no impedance was displayed on generator due to an open circuit on the tip area. No force issues were observed. The damage on the pebax and electrode could be related to the reported event. A manufacturing record evaluation was performed for the finished device 30933666m number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053 this report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed reddish material inside the pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 24-may-2023 that there was reddish material inside pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 24-may-2023.